Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported per medwatch number mw5108932: spontaneous. Patient's mother reports that the ultra site 2 way capless connector has leaked. Last night ((B)(6) 2022) the ultra site 2 way capless connector leaked; patient was not getting medication, pajamas were wet and was blood backing up in line. Patients mother changed everything out and restarted veletri at full dose. Patient had nausea and dizziness but symptoms subsided.